Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a crack on the back of the unit starting from the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. Unable to verify pump error 35 because unable to upload the long trace or pump history files. A second attempt to download a xtest file and then upload the bootloader traces was successful. Two consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j2; motor flex cable terminal, force sensor flex cable terminal. The force sensor zero offset measured within spec = 22.8 mv. In summary, the customer¿s report of a back of the unit starting from the belt clip rails was confirmed during visual inspection. The critical pump error (open book image) alarm, the inability to completely upload all files, and the 2 consecutive occurrences of the error code = 0x00000044 are due to moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.